Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium's tank is showing red, though it is full. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the cylinder displayed red when full. The fse replaced the tube assembly and valve. The fse disconnected the pressure transducers and cleaned them. The fse replaced the safety disk since it was past expiration, and the unit passed all functional and safety tests.

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) helium's tank is showing red, though it is full. There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.